Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed downstream occlusion and would not calibrate. No adverse effects were reported.

Manufacturer narrative:
B5: additional information received at smiths medical 01-aug-2021: no patient involvement with these pumps. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratches on lcd lens screen. The customer stated problem was not duplicated. The device was able to power up and passed the power up self tests including calibration test. No problem found with the device. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.